Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that during a 100% visual inspection of the fentanyl batch today, technicians discovered particles floating in the solution. These particles were small and opaque, more of a jagged or chunky shape rather than fiber-like, and not easy to see. Technicians were asked to confirm these findings to ensure they were not artifacts of the lighting. When the cassette is flipped over, you can see the fiber in the upper portion of the cassette. These resemble the fibers that can be seen between the bag and the hard cassette, but now are seen inside the bags once filled. The particles discovered during the 100% visual inspection and reinspection ranged from a brown particle (a new color for the batch) to white fiber-like particles (though not fibers), and some similar to those found during the n=32 inspection (more opaque and chunky). None of the particles were very large; most were challenging to see, but all were confirmed by multiple sets of eyes. There was no patient involvement.